Manufacturer narrative:
Date of event: (B)(6). Date of report: 20aug2019. The customer confirmed the reported power supply issue. The customer indicated that they have replaced the power supply and the issue is resolved.

Event description:
The customer reported that there was no power from the power supply. There was no patient involvement.